Event description:
Boston scientific crm received information that the clinician contacted technical services (ts) and stated the patient reported experiencing syncope following a mode switch. The clinician also noted that the patient has complete heart block due to congenital heart surgery. Ts advised the clinician that with a maximum tracking rate of 130 ppm and a lower rate limit of 70 ppm, the current fallback time of 15 seconds would be too rapid of a decrease in the patient's heart rate. Ts advised the clinician to extend the fallback time in order to allow a more gradual decrease in the heart rate following a mode switch. A few weeks later, the patient presented to the physician's office feeling lightheaded and was fitted with a monitor. The monitor strips showed ventricular oversensing with pauses. Isometrics were performed and noise with ventricular pacing inhibition was observed. The non-boston scientific manufactured right ventricular (rv) lead's sensitivity was adjusted to 10mv and the patient was admitted to hospital where a temporary pacing wire was placed. The device was explanted and both the non-boston scientific manufactured rv and right atrial leads were extracted via laser. The left side of the heart was occluded, so epicardial leads will be implanted at a later date. The patient is pacemaker dependent. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. No evidence of oversensing or noise was observed during testing. This device performed normally throughout analysis, operating as designed.